Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited error 12601261.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. The investigation found that the pump displayed "error code 1260." The investigation determined that a faulty microprocessor unit board was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The microprocessor unit board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.